Manufacturer narrative:
(B)(4). Date sent: 1/11/2016. (B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining two clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic chole procedure, the clips were not closing completely. A second device was pulled to complete the procedure with no patient consequence. The patient was discharged on (B)(6) 2015. On (B)(6) 2015 two days post-op, the patient returned to the hospital and was re-admitted for a leak. A ercp was performed and the patient is currently being monitored.